Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the tcr55 instrument would not fire. Another tcr55 was opened and used to complete the case. There was no consequence to the pt.